Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician regarding the patient. The caller stated that they believe the placement of the device caused the patient to develop a hematoma, and to be paralyzed from the waist down. They stated that the patient is currently in a rehab center under the physician¿s care. They added that the patient attempted to commit suicide on (B)(6)2020. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: a710, product type: software. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 29-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had bilateral lower extremity weakness, but the sensation was intact. The rep reported that factors related to this was assumed to be surgical but was out of their scope to determine. The rep reported that the patient was being ruled out for an epidural hematoma and additional surgical intervention occurred on (B)(6) 2019. The rep reported that the surgical intervention resolved the supposed hematoma. The rep reported that the hcp confirmed the hematoma was gone. The hcp requested programming to occur. Another rep reported that the patient was interrogated with the clinician app version 1.3. The rep reported that when they tried to interrogate, she was on 1.2 and was unable too. Therefore, the other rep had to come back out. No further complications were reported.

Manufacturer narrative:
H6: correction: patient code c50457 does not apply to this event. The b1 selection of life threatening also does not apply to this event. Although it was reported that the patient attempted suicide on (B)(6)2020, there was no information provided to reasonably suggest or allege that the implanted system or therapy caused, contributed to, or exacerbated a patient condition with respect to the aforementioned event. The mdt device or therapy would not be reasonably expected to be causal with respect to the reported suicide attempt. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.